Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: - implantation date. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to event description.

Manufacturer narrative:
Note: device has been changed to revitan, distal part. And the proximal part is now moved to (concomitant medical products). Event description: it was reported that patient was implanted on (B)(6) 2015 with a revitan stem and revised on (B)(6) 2019 due to due to the disassociation of the two stem parts. Review of received data: surgical report: revision report of (B)(6) 2019: summary of technical procedure: the hip joint is opened. Joint fluid is removed and sent for bacteriological analysis. The hip joint is dislocated. The head and the proximal part are removed without difficulty. A femoral osteotomy, 4x2 cm in size, is performed below the stem. An attempt to remove the distal stem is unsuccessful. A femoral flap, 16 cm below the top of the trochanter major is performed. The fractured revitan stem is removed with difficulty because of the strong osseointegration. Osteosynthesis of the osteotomy and femoral flap is made using cerclages. The medullary canal is reamed to diameter 15, a trial versys stem diameter 13 and a head 40l are placed and the hip is reduced. There is good stability with equal leg length. Fluoroscopic check is satisfactory. The trial implants are removed, the wound is washed and the definitive components are implanted. The wound is closed and redon drainages are placed. Hospital discharge report of (B)(6) 2019: the hospital discharge report does not contain additional information relevant for the investigation. Product evaluation: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 2 to 5 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the posterolateral side. The proximal fracture surface is partially polished to a shine. The medial end on the distal fracture surface and an oval area in the center are polished. In addition, scratches and some blackish discoloration can be seen on the distal fracture surface. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, revision damage in the form of scratches and nicks can be observed on the stem neck. In the same region several spots from the use of an electrocautery tool during surgery are recognizable. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. The following locations of the anchoring surface are polished: distal half of the anterior side and around the distal bore hole; posterior side around the two bore holes extending to the medial side; distal two thirds of the lateral side; medial side in the form of horizontal spots/lines and partially the nose; the bevel of the distal bore hole is worn and scratched on around a quarter on both sides. Polished areas can be seen on the face surface (including noses) of the proximal part. The anteromedial edge of the stem¿s medial nose is slightly worn and deformed. On the proximal fracture part of the connection pin there is a circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope revealed polishing, smeared material, signs of fretting and corrosion and a crack. Inside the latter some white material can be observed. Its origin stays unknown. Adjacent to the stripe joins the original surface followed by the blasted area. The stripe extends slightly to the blasted area on the medial side. A slightly polished area can be seen in the blasted area on the anterior side of the pin. In the finned region of the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches and nicks can be recognized on the anchoring surface. Worn, partially deformed marks and various scratches can be seen on the face surface (including noses) of the distal part. The inside of the stem body is worn on the lateral and medial side as well as on the posterior nose. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): 1 part was re-worked due to issue with inspection plan (ncr#: (B)(4)) no ncr with a potential correlation to the reported event was found. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: the revitan stem was revised after 4 years and 4 months in vivo because of its fracture. The latter occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin is located on the posterolateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. The several polished areas and worn marks seen on the connection pin, the face surfaces of the of the two stem parts and inside of the distal stem body point to movement between the parts, possibly for a longer time before the revision surgery. Bone attachments could be observed in the finned region of the distal part of the revitan stem but not on the proximal part. Further, various polished areas can be seen on the anchoring surface of the proximal part. This indicates movement between the part and the surroundings. It is unknown if these areas existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. As there is no x-ray follow-up at hand, the bone support situation immediately after the implantation of the stem and how it developed over time in vivo is unknown. Further, with no patient information available (e.g. Bmi, type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the retrieval investigation and the received information the reason for the fracture stays unknown. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed. Note: device has been changed to revitan, distal part. And the proximal part is now moved to (concomitant medical products).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to the disassociation of the stem from the base.